Event description:
This report is based on information provided by philips remote service engineer (rse), authorized service provider (asp), and biomedical medical engineer (bme) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the therapy delivery test failed. The asp evaluated the device and found no problems with the device. The device is working to specifications. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter reporting address: (B)(6).